Manufacturer narrative:
As of 02/01/2018 aso received completed cir and unused samples from the consumer. Unused returned and retained samples were submitted to the lab for testing.

Event description:
Consumer stated bandage caused a burn on her skin.